Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she experienced issues with the reservoir and insulin dripping out at the reservoir and infusion set connection. The customer stated that the reservoir did not fit well. The customer's blood glucose was 207 mg/dl. The customer performed an infusion set and reservoir change and thus resolved the issue. While troubleshooting, the customer stated that the reservoir was on crooked and seemed to not fit properly. The customer was advised that the infusion set and reservoir would be replaced. The customer agreed to return the product for analysis.